Event description:
Report received regarding a (B)(6) male (B)(4) who is currently participating in (B)(4) trial. The patient's medical history is significant for hypertension, current cigarette smoking, peripheral arterial disease, previous percutaneous coronary revascularization on (B)(6) 2010, coronary artery bypass graft (CABG) in (B)(6) 1996, and brain cancer diagnosed in 1973, treated with surgical resection. The patient has no medical history of diabetes mellitus, stroke, tia, history of major bleeds, congestive heart failure, lvef < 30%, renal insufficiency/failure, prior brachytherapy, atrial fibrillation, and previous myocardial infarction. The patient has no known history of allergy. On (B)(6) 2010, due to positive stress test, the patient underwent the index procedure with deployment of five des stents, one in the left main coronary artery, and four in the distal left anterior descending artery. Post procedure residual stenosis was 0% with timi 3 at all segments. On an unknown date in 1996, the patient began 81mg aspirin dosing. On (B)(6) 2010, the patient received a peri-procedural loading dose of clopidogrel, 600mg. On (B)(6) 2010, the patient began 75mg clopidogrel dosing. The patient was discharged from the index procedure hospitalization on (B)(6) 2010. On (B)(6) 2010, the patient was hospitalized for progression of coronary artery disease. Due to persistant anginal symptoms despite maximal medical therapy post index procedure, patient had catheterization with pci 6 weeks from the index procedure. On (B)(6) 2010, the patient exited the study. The patient was ineligible for randomization. In the investigator's opinion, the event was considered moderate in intensity, not related to the study medication, not related to the study device and not related to the study procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. The catalog code (cypher) represents an unknown cypher sirolimus-eluting coronary stent. The catalog and lot numbers for the actual products used in the procedure are unknown. An investigation is in process to retrieve this information. Additional information will be submitted within 30 days of receipt. This is one of 5 products involved with the reported event. The associated manufacturer report number(s) is/are 3003742446-2010-00351, 3003742446-2010-00352, 3003742446-2010-00353, 3003742446-2010-00354 and 3003742446-2010-00355. Five products with the same catalog and lot numbers are represented.